Manufacturer narrative:
Summary: the involved reciproc file r25 8/100 25mm 025 is actually broken in the active part (torque). No material defect was found during analysis of the rupture pattern. Nothing unusual to report was found during dhrs review (batches #1592330, #1592744, #1592547, #1592957 and #1592742). Unused files were evaluated and were found in compliance with specifications. Root causes are not identified. We will track this kind of event and monitor the trend.

Event description:
In this event it is reported that reciproc files 6x broke during use. Tooth 43 was extracted due to the file breakage.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted as they become available.